Event description:
The user's hearing performance with the device is affected. The child suddenly stopped responding to sounds. No high grade fever, no swelling or redness around the implant area and no trauma or injury was reported. No abnormalities were found on x-ray imaging. The external device was checked and was found to be working properly. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The child suddenly stopped responding to sounds. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.